Manufacturer narrative:
This report is a response to report # mw5177222 which was received by amt from the FDA on 10/23/2025. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The information as reported by the FDA states a "g-jet gj tube" was in use by the patient and, "when changing out the pump for the medication it broke off and became stuck in the patient". Note that gj feeding tubes are placed in the patient through a stoma tract. Gj tubes are disposable and remain in place until the device is exchanged. The amt g-jet family includes three gj tube designs. Based on the information provided by the FDA, if a portion of the pump broke off it is likely that an amt traditional g-jet was in use during the breakage as this allows for a direct enfit connection. From the reported information it is believed the enfit portion of the pump cracked in the medication port of an amt traditional g-jet device making the medication port inaccessible. Thus, the patient had to go to the hospital to receive their medications by different means. Since the user is also fed through the reported gj tube, the gj tube remained in the patient while the medication port was blocked by the feed pump portion that failed. If the broken portion of the pump could not be removed the device likely remained in place until the gj tube could be exchanged. Note it is unclear what feed pump was in use or who the manufacturer of the feed pump is as amt does not manufacture feeding pumps. Another possibility is that the patient was using one of the other two devices in the amt g-jet family, the micro g-jet or the g-jet. These are low profile gj devices that require use of an extension set to connect to a feeding pump. If one of the low profile amt gj tubes were used, then it is likely the feedset in use broke during the exchange and became stuck in the medication port of the low profile gj tube. The gj tube would have then remained in the patient to allow for feeding while medication was administered by other means at the hospital. If an extension set was used in this case, it is unclear which manufacturer's extension set was in use and became stuck in the medication port of the low profile gj tube. The above analysis provides the most likely scenarios based on the limited information provided. As the report was sent anonymously amt cannot reach out to the initial reporter to retrieve the devices that were in use during the reported failure for examination. Since the device was not returned, a visual and functional evaluation could not be performed, and an amt device failure could not be confirmed. Therefore, amt is unable to conduct further investigation. If further information is provided regarding the device failure it is believed the event will remain not reportable. Information in this report has been documented internally under complaint (B)(4).

Event description:
Per the original reporter in medwatch report #: mw5177222, it was reported that, "a reporter called in on behalf of being the guardian of this child who uses this device to administer her medication and food. Through the g-jet gj tube. When changing out the pump for the medication it broke off and became stuck in the patient. This problem caused her to be hospitalized where she is still currently due to it interfering with her receiving her medications. She also receives food by using this medical device as well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".